Manufacturer narrative:
Additional mnh, mni, kwp, kwq. (B)(4); the reported event required medical/surgical intervention to preclude permanent damage to a body structure. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient was operated for the first time with degenerative pathology with fixation of transpedicular screws in s1 and l5. After days of operation, the patient presented pain which is why an x-ray examination was performed and it was observed that the system was disarmed. Therefore, the patient re-enters surgery on (B)(6) 2019 because three (3) clickx 3d heads were unstable, four (4) clickx locking caps were loose and the clickx pedicle screw was separated from the clickx 3d heads. The clickx 3d heads were released and it was decided to intervene to change the system. There was a twenty (20) minutes surgical delay. The procedure was successfully completed. The patient status was unknown. This complaint involves eight (8) devices. This report is for one (1) clickx-3d-head f/pedicscr post-open tan this report is 5 of 8 (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot part: 498.571, lot: l969574, manufacturing site: mezzovicco, release to warehouse date: 04 july 2018, expiry date: 01.aug.2026. Investigation summary: updated event description: it was reported that on (B)(6) 2019, the patient was operated for the first time with degenerative pathology with fixation of transpedicular screws in s1 and l5. After days of operation, the patient presented pain which is why an x-ray examination was performed and it was observed that the system was disarmed. Therefore, the patient re-enters surgery on (B)(6) 2019 because three (3) clickx 3d heads were unstable, four (4) clickx locking caps were loose and the clickx pedicle screw was separated from the clickx 3d heads. The clickx 3d heads were released and it was decided to intervene to change the system. There was a twenty (20) minutes surgical delay. The procedure was successfully completed. The patient status was unknown. This complaint involves eight (8) devices. Investigation flow: functional and visual (appearance not as expected) . Visual inspection: visual inspection performed at customer quality (cq) identified scratched and discoloration on the head cap. This wear was consistent with implantation and explantation and would not affect performance of the device. No further issues were noted. No x-rays were provided to confirm the complaint condition. Functional analysis: functional analysis could not be performed, as an appropriate rod was not returned with the device to create the full construct. Furthermore, the head is a single-use device, intended to perform after initial assembly with a polyaxial screw. This device experienced assembly and disassembly with a polyaxial screw. During assembly with the screw, by design, the screw temporarily elastically deforms the head's spherical segment component. If the screw and head are further disassembled, this deformation occurs a second time. Therefore, a head that has undergone assembly, implantation, and disassembly would not be in the same condition as it would have been pre-operatively, and functional testing would not yield accurate results. The given complaint condition does not agrees with the returned device condition. Therefore, the complaint was not confirmed. Document/specification review: relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision) and no design issues were identified. Dimensional analysis: the reference dimension for the head's spherical segment component's feature responsible for preventing ventral disassembly of the screw. This dimension measured 6.37mm; measured with gauge pin gp32. Although the feature is not controlled during manufacturing, the measurement was only 0.03mm above the future's reference dimension. Considering the device experienced assembly, implantation, and disassembly, as well as the measured value's proximity to the reference dimension, it is reasonable to conclude the complaint condition could not be attributed to this feature and component. DHR review: returned device was manufactured at mezzovico site on 04. July. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: it was reported that on (B)(6) 2019, the patient was operated for the first time with degenerative pathology with fixation of transpedicular screws in s1 and l5. After days of operation, the patient presented pain which is why an x-ray examination was performed and it was observed that the system was disarmed. Therefore, the patient re-enters surgery on (B)(6) 2019 because three (3) clickx 3d heads were unstable, four (4) clickx locking caps were loose and the clickx pedicle screw was separated from the clickx 3d heads. The clickx 3d heads were released and it was decided to intervene to change the system. There was a twenty (20) minutes surgical delay. The procedure was successfully completed. The patient status was unknown.